Event description:
The customer observed a false elevated magnesium (mg) result for a patient while running on the architect c8000 processing module. The following results were provided: initial mg result = 9.3 mg/dl, repeat result = 2.0 mg/dl (normal range: 1.6-2.6 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the architect c8000 processing module and determined the wash cup, reagent (rohs) (7-93132-02) the likely cause of the issue. The part was cleaned, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the likely cause part was cleaned. Trending was reviewed and determined no trends were identified for the wash cup, reagent (rohs) (7-93132-02) or the architect c8000 processing module. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.